Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger board, filament driver pcb, power cap module and batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had charger failed errors and would not create x-rays. This can cause the system to become unusable due to the inability to create a live fluoroscopic image. There is no report of injury or death.